Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: visual inspection was performed by the manufacturer revealed the tensioner is missing the nose piece's canted coil spring. A missing spring would affect the ability to properly mate an attachment to the tensioner. No other damage or defect was noted. No device damage was noted; a broken material condition could not be confirmed with manufacturing investigation. The report of a broken device condition may have been in reference to the device's performance/function, regarding the inability to assemble with a mating part. Functional testing: the tensioner was evaluated and passed functional inspection per pioneer surgical standardized work document sw-100. Reference pi attachment "sw-100 synthes internal pistol grip tensioner calibration". Dimensional inspection: dimensional inspection of the spring groove confirmed the feature met manufacturing specification. Document/specification review: 03_221_015 rev.'s b-c were reviewed; no design issues were noted. Conclusion: the complaint of a broken device was not confirmed with investigation. A missing component condition was observed. The missing component would effect the devices ability to assemble with accessories, which was a reported complaint condition. Since one of the complaint conditions was confirmed, this complaint is considered confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause of the missing nose piece component could not be determined with investigation, however, it is likely the component was misplaced during handling. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Part # 03.221.015. Synthes lot # p196111. Supplier lot # p196111. Release to warehouse date: 10 nov 2014. Supplier: pioneer surgical technology. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Legal manufacturer (rti surgical) is aware and the issue was identified by rti surgical during the service activity. This event has been logged in their system under (B)(4) on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated event description & concomitant device provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6/19/2019: updated event description: it was reported that on an unknown date, prior to the case, the scrub technician was setting up and noticed that the attachment to the tip of the pistol grip tensioner was not secured and kept falling out. The sterile processing department (spd) got a brand-new attachment which still did not work. The tip of the tensioner will not hold the tips for the cable system. There was no patient involvement. Concomitant device reported: unknown cable system (part #: unknown, lot #: unknown, quantity: 1) this report is for one (1) cable tensioner with pistol grip this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, prior to the case, the scrub technician was setting the case up and noticed that the attachment to the tip of the pistol grip tensioner was not secured and kept on falling out. The sterile processing department (spd) got the brand new attachment which still did not work. There was no patient involvement. This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).